Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified distal and below bifurcation right coronary artery (rca). Pre-dilatation was performed with a 2.75 x 15 mm nc tenku and a non-abbott stent was implanted in the distal rca and posterior descending branch. Pre-dilatation was performed in the posterolateral branch with a 2.5 x 15 mm nc tenku at 8 atmospheres. Post-dilatation was performed with an unknown stent balloon and kissing balloon technique was performed with the 2.75 x 15 mm nc tenku in the posterior descending branch and the 2.5 x 15 mm nc tenku in the posterolateral branch, both at 10 atmospheres. The 2.5 x 15 mm nc tenku ruptured and a 2.5 x 15 mm non-abbott balloon was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: nc tenku 2.75x15mm; guide wire: runthrough hypercoat; guide cath: brite tip 7fr al1; stent: kagura 4.0x18mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.